Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, patient was revised for liner dissociation. Time to revision was 63 months additional information: indication for surgery was polyethylene failure. Bmi was not provided.